Event description:
The customer, a biomed, contacted physio-control to report that their device would intermittently not detect a patient load during testing. The device would give the "connect electrodes" voice prompt. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomed, with technical assistance. The biomed later confirmed that he would be replacing the therapy connector. Once proper device operation through functional and performance testing has been confirmed, the device will be placed back into service for use.